Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following info on site care: the site should be observed daily for signs of infection or other complications ... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least ever seven days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm (tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen.

Event description:
Literature reported (B)(6) male ICU pt with central venous catheter in left groin. Reported tegaderm chg dressing covered catheter site. Literature reported an erythematous patch with a large erosion covered by yellow fibrinous material surrounded the left femoral venous catheter site at 16 days post insertion. Cultures negative, wound care treatment reported as alcohol and povidone-iodine cleansing, silver-impregnated dressings, transparent dressing. Lesions resolved in non specified amount of days.